Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via medwatch report mw5078184, the blade broke at the mount during a surgical procedure. It was also reported that there were no adverse consequences as a result of this event and there was a minor delay to retrieve the broken pieces from the field. It was further reported that the procedure was completed successfully.

Event description:
It was reported via medwatch report mw5078184, the blade broke at the mount during a surgical procedure. It was also reported that there were no adverse consequences as a result of this event and there was a minor delay to retrieve the broken pieces from the field. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that a combination of excessive pressure on the blades caused by the handpiece as seen by the damage and markings on the mount, along with bending and twisting while cutting could have caused the blade to break at the mount. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control." The associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving cutting bone and hard tissue". The quality investigation is complete.